Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor needle broke. The customer's blood glucose value was 9.7 mmol/l. Customer reported that three sensors failed during insertion and the needle was breaking at insertion and cannot be working anymore, site of insertion location was the buttock the device will not be returned for analysis.